Manufacturer narrative:
Subsequently, a healthcare professional contacted boston scientific and commented that the high impedance measurements were due to a setscrew issue. A revision procedure was later performed, during which the set screw connection was re-established, resolving the issue. No adverse patient effects have been reported as a result of this event. Current records suggest that this device and rv lead remain implanted at this time. This event will be updated as additional information becomes available.

Event description:
Boston scientific received information that high shock impedance measurements of greater than 125 ohms have been detected on this cardiac resynchronization therapy defibrillator (crt-d) and transvenous right ventricular (rv) lead. This observation has resulted in a latitude red alert.